Event description:
It was reported that the ilet user struggled to disconnect the tubing from the infusion set during a supply change and was changing supplies by inserting the infusion set first, then disconnecting and reconnecting the tubing to the body, which led the user to go through two infusion sets; the issue involved the infusion set and cartridge with the infusion set deployed or connected incorrectly. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed use error related to incorrectly deployed infusion set. It was concluded, based on previously established findings for similar reports, that the cause was user error.